Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully performed reset with no recurrence of malfunction, and was advised to continue using pump and to call back if issue returned.